Manufacturer narrative:
No product samples were returned for investigation; however, a series of photographs were returned showing the label of the 20130-01 spinning spiros with lot number 4749754. The actual product assembly was not shown. The lot number identified used of a molded poppet that molding anomaly on the sealing surface that can result in leakage. The probable cause of the leaking spiros is due to a molding anomaly on the sealing surface of the poppet sub-component. The device history review for lot 4749754 was reviewed and a poppet sub-component was found that a molding anomaly on the sealing surface that can lead to leakage.

Manufacturer narrative:
The device will not be returned for evaluation. Without the return of the sample a comprehensive failure investigation cannot be performed, and a cause cannot be determined. If additional information becomes available a supplemental report will be submitted.

Event description:
The event involved a spinning spiros® closed male luer, red cap where the spiros was not locking on the mating device and a leak was noted during a syringe administration of doxorubicin. It was reported that the leak was contained in a soaker pad. There was no obvious damage noted on the product. There was no blood loss or bleed back and no patient harm was noted when the issue occurred.